Event description:
It was reported that the customer's insulin pump screen was blank, despite several battery changes. His blood glucose was 135 mg/dl. Troubleshooting was performed. The insulin pump was not exposed to moisture, as far as the customer could recall. There was no relevant damage or corrosion. When a new battery was inserted, the display did not return. Following cleaning the battery cap contacts, the display did not return. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with blank display due to burned electronic. Insulin pump had a burnt motor assembly during visual inspection. Insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.